Event description:
Customer alleges hydraulic pump will not hold when elevated. (B)(4). No injury alleged.

Manufacturer narrative:
A quote: (B)(4) was initiated for an RMA for this issue. Model 9099p hydraulic pump - serial number/date code (B)(4) is approximately 14 months old. It is unknown if this pump was on a 9805p lift or gh350 lift. Therefore, the user manual part number is unknown. The user manual is found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer has spinal enthesopathy and paraplegia. His medication regimen are unknown . The consumer is a male, (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The device slowly drifts down. The consumer has had the lift since 2008. The consumer still has the lift at home.